Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. Associated product: enveo delivery catheter system (dcs) lot number: 0008450383 .

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release a paddle remained in the paddle pocket. The paddle released and the delivery catheter system (dcs) was removed. During removal, the paddle housing caught on an outflow strut and pulled the valve into the ascending aorta. A second valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.